Manufacturer narrative:
A supplemental report is being submitted due to additional information. Newly received information included the outflow graft lot number. Additional products: d4: lot #: 1001897853 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: the ventricular assist device (vad) and associated outflow graft were not returned for evaluation. The reported low flow event was confirmed through log file analysis which revealed a sudden decrease in power consumption and estimated flow on (B)(6) 2020 to parameters below normal operating range; 16 low flow alarms were logged since (B)(6) 2020. The available log files did not cover the period during and after the occlusion removal procedure; therefore, the reported suction event during the removal could not be confirmed. Of note, it was reported that a computerized tomography (CT) scan revealed a 50% reduction in the outflow graft circumference, which was determined to be due to tissue growth in the area between the outflow graft and an additional surrounding graft placed by the surgeon at implant, and a procedure was performed to remove the tissue and external graft. It was also reported that, during the removal, a noticeable reduction in left ventricle size was observed and suction occurred. There is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on the available information, a possible root cause of the reported low flow event may be attributed, but not limited, to constriction of the outflow graft due to tissue growth between the outflow graft and the foreign graft. Based on the risk documentation, possible causes of the reported suction event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, poor vad filling, and/or inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: outflow graft 1001897853 h6: FDA method code(s): 4114 h6: FDA results code(s): 3221 h6: FDA conclusion code(s): 67, 22 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: 407645 lead, implanted: (B)(6) 2014; 6947m55 lead, implanted: (B)(6) 2014; 459888 lead, implanted: (B)(6) 2014. Additional products: brand name: heartware ventricular assist system, outflow graft, model #: 1125 / catalog #: 1125 / expiration date: unk / UDI #: asku, implanted date: (B)(6) 2015, device available for evaluation: no, device mfg date: unk, labeled for single use: yes, (B)(4). Additional information has been requested regarding the lot number of the outflow graft, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted due to a drop in ventricular assist device (vad) power and flows with frequent low flow alarms. A computerized tomography (CT) scan showed a 50% reduction in the outflow graft circumference distal to the anastomosis on the aorta; the section of occlusion was approximately two centimeters long. It was reported that during the initial implant the outflow graft was wrapped in gore-tex, and the suspected cause of the outflow graft compression was due to tissue growth between the graft and the gore-tex wrap. The patient underwent surgery to remove the gore-tex wrap and the tissue growth. During the procedure, the left ventricle was observed to have a reduction in size and vad suction was occurring. The gore-tex removal was successful and the vad speed was reduced. The vad and outflow graft remain in use. No further patient complications have been reported as a result of this event.